Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial/batch: (B)(6).

Event description:
It was reported that the patient was not getting good coverage despite reprogramming. X-ray revealed that lead had migrated. The patient underwent a lead replacement procedure and was doing well post operatively. No device malfunction suspected. The explanted device will not be return.